Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hotel while on vacation. The customer had been having low blood glucose incidents about 5 times a week for the last 5 months before they passed. The caller feels that the pump was over delivering. The customer would shake and their eyes would roll into the back of their head. The cause of death was heart giving out due to the low blood glucose issues. The caller stated that the customer had chronic kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 0 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.